Manufacturer narrative:
The vad was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a ventricular assist device (vad) in 2005. The manufacturer was notified on june 29, 2009, of an event that occurred in 2005, and the patient expired. It was reported that after implant of the vad, the patient was recovering and was overall doing fine. Six days later, the hospital staff had rolled the patient on his side so that they could change his soiled linens. When they rolled the patient back over, it was noted that approximately 1 liter of fresh blood was on his chest. The cardiologist opened the patient's chest at the patient's bedside and found that the cannula had been pulled out of the left ventricle. The patient lost another liter of blood, and the hospital staff was unable to revive the patient.